Manufacturer narrative:
Initial report sent: 07/13/2007.

Event description:
Procedure type: laparoscopy. According to the reporter, after inserting the device and tried to inflate the balloon, it popped after 10cc of air was inserted. Nothing fell in the pt cavity. No delay to surgical time, incision was not extended, new port was used. Pt female. No pt injury was reported (pt discharged the same day).